Manufacturer narrative:
Evaluation summary: there was a leak in the delivered scope, and the leak location could not be identified from the information obtained. The cause of the leak is unknown. Correction information: g6: follow up #1; h2: type of follow up; h3: device evaluated; h6: coding changed based on the investigation result. Additional information: d4: UDI; h4: device manufacture date.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint that occurred in the united states that failed the wet and dry leak testing out of the box, involving pentax medical video gastroscope model eg-3890tk, serial number (B)(4). The customer is sending the device back to pentax for evaluation. The user has to clean loaners out of the box before they can use them on a patient. The gastroscope was removed from circulation immediately after the event occurred and the facility follows instructions for use. The loaner endocscope was returned with the customer owned endoscope for evaluation on 30-aug-2021 under service order (B)(4). The loaner endoscope is currently awaiting inspection as of 22-sep-2021. Model eg-3890tk, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. The investigation is in-process.